Manufacturer narrative:
Approximate age of device ¿ 44 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported stroke, hemolysis and suspected thrombus could not be conclusively determined. The instructions for use lists thrombus, hemolysis, and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the hospital staff could not locate the pump; therefore, it will not be returned for evaluation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced a transient ischemic attack. He experienced an acute onset of aphasia and right sided weakness. The national institutes of health stroke scale score was 9. Head CT-angiography found no evidence of hemorrhage; however, an occlusion of the left middle cerebral artery was noted. On (B)(6) 2015, a mechanical thrombectomy with suction was performed by interventional radiology. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information is available at this time. A supplemental report will be submitted when the investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2015, the patient experienced signs and symptoms of hemolysis and abnormal pump parameters. The patient was hospitalized, and was treated with IV heparin. On (B)(6) 2015, the patient underwent a pump exchange.